Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the defib and pads tests during opheck, displaying a shock equipment malfunction message and red x. There was no patient involvement.